Manufacturer narrative:
The device was not returned for analysis. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier. D9 correction: device available for evaluation updated from yes to no.

Event description:
It was reported that the procedure was to treat a lesion in a coronary artery. The co-pilot indeflator device was use in the procedure with a balloon; however, during use a leak was noted as air bubbles were seen. Therefore, another co-pilot indeflator was attempted to be used and the second indeflator also had a leak and air bubbles were also in the second indeflator. There as no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.